Manufacturer narrative:
The unit had intermittent button response due to corroded keypad traces. The unit had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's keypad was not working at first and then started working again. The customer stated that the act and b button were not responding. The customer's blood glucose was 175 mg/dl. The customer does not recall any significant events leading up to the keypad issue. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.